Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/17/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a spaceoar vue implant. However, a post-placement magnetic resonance imaging (MRI) raised concerns about the presence of rectal wall invasion (rwi). A follow-up MRI a month later revealed mild interstitial dissection of the gel under the anterior rectal wall, but the patient remained asymptomatic. The patient is currently undergoing neoadjuvant androgen deprivation therapy (adt) and is 2-3 months into treatment. The spaceoar vue images were reviewed, and both the original and new MRI images suggested that while there was some dissection of the outer serosa, the hydrogel was not extending into the rectal lumen.